Event description:
It was reported prior to use of bd vacutainer® c&s transfer straw kit, 1 kit was missing the straw covering the needle. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® c&s transfer straw kit, 1 kit was missing the straw covering the needle. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d.9.: device available for evaluation: yes. H.3.: device eval by manufacturer? Yes. D.9.: returned to manufacturer on: 12-may-2025. Investigation summary: bd received 2 samples for investigation. Evaluation of the samples confirmed the presence of separation and missing components. The samples show the holder has become separated from straw and needle assembly and the straw is missing. Additionally, 10 retention samples from bd inventory were visually inspected with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes separates and missing component. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.